Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported was likely the result of prosthesis wear and subsequent particle-induced osteolysis. The combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have been a contributing factor to the early prosthesis wear. The most probable root cause associated with the reported event of "osteolysis¿ is associated with destruction or disappearance of bone tissue likely related to weakened integration of an implant at the bone-implant interface.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d4, h4, d6b g3, h6 the following sections were corrected: d1/d2a/d2b, d4, g4, h6 MDR section codes updated/corrected: a, g if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The most likely cause for the reported revision due to prosthesis wear and osteolysis is a combination of the risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) . However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The most likely cause for the reported revision due to prosthesis wear and osteolysis is a combination of the risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Concomitant medical products: nv gxl liner neutral, 32mm ID group 1 cups (cat# 130-32-51 / serial# (B)(4) ). Cocr fem head 32mm +3.5 offset 12/14, (cat# 142-32-03 / serial# (B)(4) ). Alteon 6.5mm screw, 20mm (cat# 180-65-20 / serial# (B)(4) ). Alt ha s clr ext sz 5 (cat# 190-31-05 / serial# (B)(4) ). Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported, approximately 3 yrs postop the initial r tha, the (B)(6) y/o female patient was revised due to osteolysis. Patient was last known to be in stable condition following the event. The device will not be returned due to hospital policy.